Event description:
It was reported that when the guidewire was attempted to be pulled back because the guidewire could not be advanced during insertion, it was broken and the guidewire fragment remained in the vein temporarily. The remained fragment was eventually removed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the guidewire was confirmed and the damage appeared to be associated with use of the device. One unraveled guidewire was returned for investigation. The distal 2.4cm segment of the guidewire was received separate from the remainder of the guidewire. The distal segment of the coil wire remained tightly coiled. The adjacent segment of coil wire was stretched and unraveled. A microscopic examination revealed a break in the core wire that coincided with the break in the core wire. The core wire exhibited deformation from shearing. A tactual investigation revealed that the coil wire could be stretched over the core wire. The outside diameter of the guidewire was within specification. The observed damage was consistent with retracting the guidewire through the introducer needle. It was reported that the guidewire was pulled back because the wire could not be advanced during the insertion procedure. The instructions for use (IFU) state, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first." A lot history review (lhr) of redn2211 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2211 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the guidewire was attempted to be pulled back because the guidewire could not be advanced during insertion, it was broken and the guidewire fragment remained in the vein temporarily. The remained fragment was eventually removed. There was no reported patient injury.